Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high pacing impedances, high capture threshold and helix mechanism issue. During the procedure, the rv lead displayed a gradual increase in high pacing impedance measurement, measuring from 800 ohms to 1200 ohms. High capture threshold was also noted. The lead was repositioned and experience helix issues. A different rv lead was successfully implanted. No adverse patient effects were reported.